Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: h2, h3, h4, h6 and h10. Corrected fields: b5, h5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise on the image due to faulty charge-coupled device and smashed connector tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had tear in cord. The issue was found at reprocessing. The procedure was diagnostic. There was no patient involvement in this reported event. No harm reported.

Event description:
It was reported the subject device had tear in cord. The issue was found at reprocessing. There was no patient involvement in this reported event. No harm reported.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.